Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: sprinter 2.5x 20 mm, guide wire: pilot 50, 2x 5 ml bmw guidewire, pilot 150, crossit 100, guide catheter: ebu 4.0, sheath: 23 cm /7f, other: export 7 french aspiration catheter, integrilin. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient came in with an acute st elevation myocardial infarction. Thrombus was identified in the left main trunk and the proximal left circumflex coronary artery (lcx). A balance middleweight guidewire (bmw) was placed in the lcx. The thrombus was aspirated with a non-abbott catheter. A pilot 50 was introduced in the first diagonal branch along with a non-abbott dilatation catheter which restored the circulation. The physician had intended to use the trek rx, but after the yellow protective sheath was removed from the trek, there was no balloon on the trek. The physician is not sure if the balloon was removed with the sheath. The trek was not used in the patient as there was no balloon on the device. The non-abbott dilatation catheter was used instead of the trek. The pilot 150 was able to cross the lesion in the proximal left anterior descending coronary artery (plad). The crossit 100 was unable to cross the lesion due to vessel anatomy in the plad. Most of the thrombus was removed with the non-abbott catheter in the proximal lcx, but the medial segment of the vessel remained occluded. The procedure was completed at that point as partial flow to the vessel had been restored in the lcx. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: there was no patient involvement with the trek dilatation catheter. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the whole distal inner member, up to the guide wire exit notch, was removed with the balloon segment. There was no additional force used to remove the protective sheath, which was removed very carefully.